Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared a battery status of end of life (eol). It was reported that the patient had recently received fourteen 31 joule shocks, which were all appropriate due to torsades. It was reported that the patient was hooked up to an external monitor and defibrillator until the family decides whether or not to have the device replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received a request from the clinic nurse to deactivate this patient from the patient monitoring system due to patient death. According to the local representative, the physicain did not have any allegations or complaints against the device's operation or functionality. The physician did not suspect that the use of the device caused or contributed to the patient's death. The patient had been placed in a medically-induced coma when the device was initially interrogated at the hospital. The local representative was not aware if the device could be retrieved and returned for analysis.